Event description:
It was reported that during a laparoscopic gastric bypass procedure,when making the ostomy in the jejunum to put the two sides of the stapler in to do the jejunum-jejunostomy; the stapler went through the back wall of the jejunum. They repaired it with suture. After 4-5 firing they had difficulty loading the cartridge into the jaw. When examined, they found the pan from the previous cartridge remained in the device jaws. It was removed and the device was able to be loaded without difficulty. The procedure was completed with the same device. No patient impact reported. The device was discarded. On what tissue type was the device used? At what location on the tissue? Gastric pouch. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4th or 5th. During which stroke did the event occur? Na. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.